Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2013-20018. The patient was implanted with two leads with the same lot number. It was reported the scs system was removed on (B)(6) 2013. Follow-up revealed the system was not being utilized. Therefore, the patient opted for surgical intervention.